Manufacturer narrative:
A1 - patient identifier : complete list of sample ID's are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported the architect c4000 generated instrument error messages for optics error and then patient discrepant results were generated, which occurred on (B)(6) 2024. The customer stated that repeat testing was performed the next day on same analyzer after the analyzer lamp was replaced. The customer provided the following data: sample ID (B)(6) creatinine was 4.72 and repeat result was 1.40 (normal range is 0.40 -1.0 mg/dl). Sample ID (B)(6) creatinine was 2.85, repeat testing generated a result of of 0.80. There was no reported impact to patient management.

Event description:
The customer reported the architect c4000 generated instrument error messages for optics error and then patient discrepant results were generated, which occurred on (B)(6) 2024. The customer stated that repeat testing was performed the next day on same analyzer after the analyzer lamp was replaced. The customer provided the following data: sample ID (B)(6)creatinine was 4.72 and repeat result was 1.40 (normal range is 0.40 -1.0 mg/dl) sample ID (B)(6)creatinine was 2.85, repeat testing generated a result of of 0.80 there was no reported impact to patient management.

Manufacturer narrative:
The architect c4000, serial number (B)(6)was evaluated and after troubleshooting it was determined that the source lamp required replacement. No additional discrepant result issues have been reported since the lamp was replaced. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional service tickets associated with the customer reported event. A review of tracking and trending did not identify a trend for the architect system or source lamp with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformances or potential non-conformances for the source lamp as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.